Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. Patient reported a shocking sensation. Patient said they were reading different forums and read that other people were having the same issues. Patient noted that it had happened a few times but had gotten worse over the past few months. Patient said it shocked randomly, further mentioning that if they got upset, their heart starts to race and they get shocked. Patient said they had four kids and if they got mad and started to loudly motivate their children, they get shocked. Patient said that two weeks ago, they were at mall of america, and while standing at hot topic by the clearance rack right outside of the doors, they got shocked, further saying that they stood in front of the door for probably 45 seconds and sent the shock through. Patient said they went to a restaurant and could not stay in there, because they were sick and kept getting shocked and it did not stop until they left the building. Patient said it happened at their local stores too, further mentioning that they either got shocked or sets the alarms off, and sometimes it would cut stimulation off. Patient said that when it shocks them , it hurt in a not friendly spot and it was uncomfortable. It was reviewed that electromagnetic interference (emi) would happen when going through metal detectors, further reviewing guidelines for by passing security devices or turn the ins off. It was reviewed that there no recent recall regarding shocking. Patient was scheduled to see their health care provider (hcp) the following day. It was reported that shocking was sudden. Patient reported that the clinician programmer showed that their ins was never on. Patient said they checked their programmer (pp) every morning and made sure their device was on, but whenever they went to see their hcp and put the pp up to the clinician programmer, it showed the ins was never on. Patient told the hcp that they checked every morning and the pp showed it was on and patient definitely felt stimulation. Patient said at the last hcp visit, they dated it and it was the patient's initial to prove it was happening. Patient said knew what the lightning bolt looked like and patient said they knew when stimulation was off. Patient said they were sure they felt stimulation daily and their pp showed the ins was on, but the hcp's device showed it was off for days. Patient said they knew they did not turn stimulation off. The hcp told patient to keep record of it and patient thought that the hcp was going to try to order a new remote. Patient was redirected to follow up with the hcp and patient said they had an appointment the following day. The patient's managing hcp called on (B)(6) and stated that they had checked the impedances and they were normal. No further patient complications were reported/ anticipated as a result of this event.